Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17952. 2017865-2020-17961. It was reported that patient died due to septic and cardiogenic shock on (B)(6) 2020. It was unknown if there was a malfunction or procedure linked to an abbott device that caused the death.